Event description:
Healthcare professional reported deflation. Healthcare professional later reported "capsular contracture baker grade unknown". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported deflation. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: d.1, d.4, d.9, h.3, h.6.

Event description:
Healthcare professional reported deflation. Healthcare professional later reported "capsular contracture baker grade unknown". This record is for the right side. The device has been explanted and replaced.